Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. Vascular access was gained via the femoral artery. The 18x2.5mm 80% stenosed concentric de novo lesion was located in the moderately calcified and moderately tortuous proximal left circumflex artery with a significant bend of 45-90 degrees. The lesion was predilated with remaining stenosis of 60%. The physician encountered difficulty crossing the lesion with the 2.5x20mm promus element stent delivery system (sds) and upon removal of the sds, strut damage was noted. The physician completed the procedure with angioplasty only. No patient complications were reported and patient status is stable.

Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. Vascular access was gained via the femoral artery. The 18x2.5mm 80% stenosed concentric de novo lesion was located in the moderately calcified and moderately tortuous proximal left circumflex artery with a significant bend of 45-90 degrees. The lesion was predilated with remaining stenosis of 60%. The physician encountered difficulty crossing the lesion with the 2.5x20mm promus element stent delivery system (sds) and upon removal of the sds, strut damage was noted. The physician completed the procedure with angioplasty only. No patient complications were reported and patient status is stable.

Manufacturer narrative:
(B)(6). Device is a combination product (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval., returned to MFR. On, eval summary attached, device received to mf., device evaluated by mf. Method code, conclusion code updated. Device evaluated by manufacturer: the device was returned. A visual and microscopic examination identified proximal stent damage. The struts on the first two rows on the proximal end of the stent were misaligned. Some of the struts were raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).